Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's entire ins was supposed to be removed "due to a recall." There was a problem with the battery. However, the surgeon was only able to remove the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.